Manufacturer narrative:
The available information and the log of the affected evita xl with the serial number (B)(6) were analyzed. In addition, the device was examined on site by the responsible dräger service technician according to the manufacturer's specifications. The technician could not find any failure with the device during the examination. Analysis of the logbook showed entries on the reported time that indicated a leakage. The device recognized the leakage as specified and also alerted multiple high-priority alarms such as apnea, tidal volume high, mv low, pressure limit, airway pressure low and leakage. After the reported event, the device was switched to standby mode at 1:45 p.m. Leakages in the ventilation system generate optical and acoustic alarms during operation. Based on the test results, it can be assumed that the device was not malfunctioning at the time of the event. It is very likely that the detected alarms occurred due to a leakage outside the device, e.g. In the hose system.

Event description:
It was reported that the device did not ventilate the patient on (B)(6) 2021 at 1:41 pm after startup (in bipap asb mode). The device did alarm. No adverse health effects to the patient were reported. A warm start of the device cannot be ruled out at this time.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device did not ventilate the patient on (B)(6) 2021 at 1:41 pm after startup (in bipap asb mode). The device did alarm. No adverse health effects to the patient were reported. A warm start of the device cannot be ruled out at this time.